Event description:
The facility biomed reported a continu-flo solution set which was punctured and began to leak during patient use. A flo-gard pump (product (B)(4), (B)(4)) was infusing an unknown patient with saline and an unknown drug when a sharp area on the tubing guide punctured the set tubing, causing the saline and unknown drug to leak into the device. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.